Event description:
The customer reported "pump alarming patient-side occlusion. Upon opening chamber found ballooning. Changed tubing. Pump continued to alarm pt side occlusion. Changed lumen and was able to infuse without difficulty. Pressure settings on affected chamber were all the way up." The customer was infusing normal saline with sodium bicarbonate at 200 ml/hr through a single PICC line. The set had been in use for 2 days. No patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.